Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had an insert exchange on (B)(6) 2021 due to posttraumatic instability.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received on 5/6/2021 indicated the following: a. Operative side: right. B. Length 163cm, weight 86kg, bmi 32.4 kg/m2 (obesity class 1). Diseases / gonarthrosis: radicular syndrome, lumbar thoracic, depression, ra, obesity, lap gastric bypass. Histology/pathology reports: culture of synovium and synovial fluid during revision procedure produced no growth of microorganisms. Ultrasound reports report of ultrasound performed on (B)(6) 2020 to determine the continuity of the medial collateral ligament (mcl): conclusion is that the mcl is intact but attenuated. Clinical correspondence: primary arthroplasty procedure was on (B)(6) 2019. Patient received an attune right total knee cementless, crutiate retaining rotating platform arthroplasty. The patella was not resurfaced. There were no reported complications. Patient had a trauma on (B)(6) 2020: fall on both knees while biking, patellar fracture, no loosening or any other radiologic issues with implants and was treated with a brace. Patient had persistent instability and pain, for which scintigraphy and lab was performed to rule out loosening and/or infection. These were ruled out. A revision procedure followed on (B)(6) in which the insert was exchanged (6mm to 10mm), the remaining primary implanted components remained in situ. At final follow-up for the study (on (B)(6) 2021), the patient had no symptoms of knee pain or instability. Another additional information was received on 5/10/2021 stating that "for patient (B)(6), as part of study: ¿(B)(4): a clinical randomized controlled rsa trial comparing the cementless attune rotating platform knee system to the cementless lcd rotating platform knee system¿.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (age), d4 (lot number and UDI). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 (catalog).